Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, an increase in capture threshold were noted on the atrial lead. Diagnostic imaging was performed and a microdislodgement was noted. No intervention was performed and the patient was stable with no consequences.